Manufacturer narrative:
Two hp "r&d" engineers from hp germany did a very intensive investigation at the customer's site. They tested the system and everything was performed to specification. There were no alarm recordings available from the time of the incident. Trend and arrhythmia data had been erased. No further documentation was available. Hp was not able to get any additional info.

Event description:
The customer reported that there was no alarm issued by the monitoring system. The pt died after vtach/vfib was noticed by a nurse. There were no alarm recordings available from the time of the incident.